Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that when alarm volume setting change to "4", the unit shutdown. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was found to shut down when the device alarmed when set to volume level 4 due to a component failure on the battery pcb. The customer address exceeded maximum allowable digits, address is as follows: (B)(6). The customer zip code exceeded maximum allowable digits, zip code is as follows: (B)(6) initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).